Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling cartridge. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer would sometimes experience inaccurate fill estimates after bolus deliveries. The customer also indicated that room temperature insulin wouldn't always be used. No troubleshooting could be done as customer had changed out supplies and was not experiencing an issue at the time of the call. There was no impact to the customer's blood glucose level.